Manufacturer narrative:
(B)(4). Field service specialist (fss) visited the account and checked out complete system and found no problems. No additional problems or observations made. System meets all abbott specifications. All pertinent information available to abbott medical optics has been submitted.

Event description:
Patient had custom photorefractive keratectomy procedure in both eyes on (B)(6) 2016. And presented with central islands post op. Pre op manifest refraction: right -6.75 x -0.50 x 170 best corrected visual acuity (bcva) 20/20; left -6.00 -0.25 x 160 best corrected visual acuity 20/20. One day post op patient reported being light sensitive. Distance right and left eye visual acuity sans corrected 20/50 cornea had epithelial defect with no infiltrate in both eyes and bandage contact lens was in good position. Normal post op medications (acuvail, liquifilm and ofloxacin .3%. On (B)(6) 2016, 4 days post photorefractive keratectomy, patient reported that she cannot see (very bad blurred vision). Visual acuity sans corrected counting fingers 4 for both eyes. Corneal epithelial defect nearly healed. On (B)(6) 2016 patient reported seeing a little better and less light sensitive. On (B)(6) 2016 patient reported very blurred vision and sinus infection. Right +0.00 x -1.00 x 145 bcva right 20/70; left +0.50 x -1.50 x 005 bcva left 20/40. On (B)(6) 2016 patient reported vision still fuzzy. Right -0.25 x -0.25 x 155 bcva right 20/70; left 0.00 x -0.75 x 010 bcva left 20/80. Central islands discussed.